Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was high impedances on some of the non-therapy contacts. The patient also experienced pain near the implant site. The issues occurred on approximately (B)(6) 2016. The battery was replaced on (B)(6) 2016 and all impedances normalized. It was reported that the issues were resolved; the patient was doing well with therapy and no other medical issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.